Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that when the physician went back into the pocket to add more slack to the leads, the physician accidentally cut this right atrial (ra) lead. Hence, a new ra lead was implanted.